Manufacturer narrative:
Result: the first neuron 070 was kinked approximately 6.0 cm from the hub; the neuron 070 packing card was crushed where the catheter hub was held by the packaging card. Conclusion: the complaint has been evaluated. The complaint indicated that three neuron 070s were opened during a case, and all three were kinked in the same location on the proximal shaft. The physician noted that the display packaging was not damaged at all for any of the three items. Evaluation of the returned devices revealed that the packaging card of the first neuron 070 was crushed at the proximal end where the packaging card tabs hold the catheter hub in place. This damage likely occurred from impact with a hard surface. If the device in the sterile pouch is dropped or handled without care, it is likely that this type of damage will occur. In addition, the first neuron 070 was kinked just distal of the strain relief and the hub was not connected to the packaging tabs. This damage likely occurred from the impact that caused the packaging card to be crushed. The force that caused the packaging card to be crushed also caused the catheter to be forced distally into the packaging tube. If this movement occurs at an angle, it is likely that damage to the proximal catheter shaft will occur. The second and third neuron 070s were fractured. The type of damage seen with the second and third neuron 070 typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is being applied, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00426 and 00427.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, three separate neuron catheters were found kinked in the proximal shaft and were not used. The physician noticed that the outside packaging was not damaged. The procedure successfully continued using a new neuron delivery catheter.